Manufacturer narrative:
No onsite service was performed as the customer did not approve the quote or for service. The customer reported event could not be confirmed or replicated. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during a vitreo-retinal procedure for retinal detachment repair the laser was transmitting low power. The power was increased to produce desired effect. The case was completed with no harm to the patient.